Event description:
It was reported that the infusion pump was involved in an over-delivery. The pump was programmed to administer ns at 5 ml/hr. After 1.5 to 2 hrs it was observed that approx 300 ml was gone from the solution container. The infusion pump was removed from the pt. No med or surgical intervention was required.